Manufacturer narrative:
Received five new list #140149291 primary plum sets. No damage or anomalies noted. Each set was leak tested per specification. Leakage was observed from the outlet filter of sample 3. The complaint of leaking filter can be confirmed on 1 of 5 samples. The probable cause of the observed leak is due to a pinhole in the filter vent material. The damage is typical of an electrostatic discharge to the filter vent that occurred during manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d4: model number is not sold in the us, but similar device is sold under model 14001. This product was used for the di and 501k d9 device returned to manufacturer on 6/20/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where it was reported there was leaking from hospira filter line during infusion. There were no cuts, holes or defects noted on the product. The patient was unable to have remaining few milliliters of systemic anti-cancer treatment (sact). The chemo spill was cleaned up per facility protocol and spill was contained. There was a patient involvement but no patient harm.